Event description:
The customer reported that the pt data was mixed on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was formatted and the software was re-installed. The system was tested and found to be working as intended and put back into service.